Manufacturer narrative:
Hill-rom has requested the account to return the sling bar and quick-release hook for investigation. In the instruction guide for universal sling bars (7en160185), the care and maintenance section states: when using a quick-release hook system, check that the quick-release hook is correctly fastened to the lift and the sling bar. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. No further information is available on the repair of the lift at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the account stating the caregivers lifted the patient, widened the legs of the lift and then the sling bar released from the lift while the patient was still in the lift. The patient suffered a fracture of the thoracic vertebrae. The patient has multiple disabilities and a bone disorder causing fragile bone structure. The lift was located at the account at the time of the injury. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Hill-rom has evaluated the returned sling bar and there are clear signs of wear on the quick release hook of the sling bar. The significant wear shows signs of repeated misapplication of the q-link into the quick release hook. It is probable that the misapplication of the q-link into the quick release hook of the sling bar caused the event. In the instruction guide for universal sling bars (7en160185), the care and maintenance section states: -when using a quick release hook system, check that the quick release hook is correctly fastened to the lift and the sling bar. Hill-rom recommended the account staff be retrained on the proper usage of the lift and quick release hook. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the caregivers lifted the patient, widened the legs of the lift and then the sling bar released from the lift while the patient was still in the lift. The patient suffered a fracture of the thoracic vertebrae. The patient has multiple disabilities and a bone disorder causing fragile bone structure. The lift was located at the account at the time of the injury. This report was filed in our complaint handling system as complaint #(B)(4).